Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection did not reveal any issues. The unit was disassembled from the vial. The vial (a non-baxter product) was visually inspected by the naked eye. Visual inspection on the vial cap revealed the presence of dents on the cap of the vial. The vialmate was then connected to a new vial and connected to a bag. The cytoluer was activated and after 24 hours, it was checked for leaks; no leaks were discovered. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vialmate leaked from its "coupling". This occurred after the device was activated with a vial of sodium chloride 0.9%. There was no patient involvement. No additional information is available.